Manufacturer narrative:
1038671-2024-04493. 1038671-2023-00865 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04493, 1038671-2023-00865. D10: concomitants: 4559459 02-010-01-0350 - logic femoral ps cem right sz 5. 4698659 200-02-38 - three peg patella 38mm. 4683585 204-34-02 - fluted stem extension 25l x 14 mm. 4743298 204-70-00 - tibial stem ext. Screw. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, tibial loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 72 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, synovitis, and osteolysis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.